Manufacturer narrative:
Additional information was received that the depth of the second valve moved ventricular upon release from the delivery catheter system (dcs). The physician determined to see how the patient would do post operatively. The patient did not tolerate the paravalvular leak (pvl) due to the low valve position, therefore open heart surgery was performed. No additional adverse patient effects were reported. Update: h.6 patient and method codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for both valves and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was recaptured, which is a feature of the device that allows for more accurate re-positioning of the valve. Infolding events post recapture are typically related to patient anatomical factors (calcification level and location, ellipticity, bicuspid valve, etc.), procedural factors (sizing, balloon aortic valvuloplasty (bav), loading, etc.). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. A video clip was provided to medtronic for review. The image review report was received and the following was noted: video clip showed the valve deployed at 80% with an infold present and severe paravalvular leak (pvl). The inflow of the valve had a constrained appearance. There was no imaging showing the valve load for this event. The image provided confirmed there was severe pvl. The valve at 80% has a severe constrained inflow and an infold present. The imaging provided cannot confirm all of the steps mentioned in this event regarding the procedure algorithm. Subsequently, a post-implant bav was performed and during the post-implant bav the valve dislodged. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The valve was snared into the ascending aorta. The instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." A second valve was implanted. It was reported that upon release from the delivery catheter system (dcs) the valve moved/dislodged. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, the dislodgement of the valve most likely was due to the positioning difficulties and patient anatomy, as reported. In addition, it was reported that the second valve was not working properly because it was mal-positioned due to the native anatomy. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub optimal position of the valve and patient anatomy, as it was reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, into a type 0 sievers bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. At 80% deployment the initial depth, confirmed by echocardiogram, was 5 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), it was decided to recapture the valve. During the second deployment, when the valve was 80% deployed, echocardiogram showed the implant depths were 0mm on the ncc and 3mm on the lcc, and the valve was deployed. It was reported that at the time of deployment, an infold from the inflow portion of the valve to approximately 2/3 of the length of the valve was observed. Subsequently, a post-implant bav was performed with rapid pacing at 180 beats per minute. During the post-implant bav the valve dislodged aortic. Subsequently, the valve was snared into the ascending aorta proximal to the great vessels. A second valve was loaded onto a new system using the same loading system as the first valve and was successfully implanted. The patient remained hemodynamically stable during the procedure and no rhythm issues were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 19-nov-2020, UDI#: (B)(4). Additional information was received that the valve load was confirmed by visual, tactile, and fluoroscopy. No misload was reported. The valve was first recaptured due to a deep implant and no infold was reported at this time. The infold of the valve was noted upon full final deployment. Due to constraints of the bicuspid valve, the infold was not evident at the 80% deployment assessment as it only appeared to be open approximately 40%. Following the implant of the second valve, open heart surgery was performed and both valves were explanted. The second valve was not working properly because it was mal-positioned due to the native anatomy. A surgical aortic valve was placed during the open heart surgery. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.